Manufacturer narrative:
An analysis was done on the returned device. The reported difficulty to open or close the device is confirmed. The entrapment of the device is related to case circumstances and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of hemorrhage and perforation are listed in the perclose prostyle instructions for use, as known patient effects of use with suture mediated closure device procedures. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that following the deployment of the device the suture or tissue became tangled in the foot possibly as a result of interactions with the patient anatomy and or friable tissue. When an obstruction exists between the foot and the guide it is possible for the foot to "surf" or displace distally out of the guide or locking in the open position. Once this has occurred actuation of the lever cannot close the foot. The subsequent deformation of the actuator wire is a result of this occurrence of the foot displacement. The observed suture displacement, cut suture, and deformation of the guide tube and handle are considered cascading damages as a result of the circumstances of the procedure and the process of removal of the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using a 6f sheath after a diagnostic heart catheter procedure. Reportedly, after deploying the device without issue, the lever was closed; however, the device could not be removed. The lever was cycled a few more times, and the device was rotated and manipulated; however, it remained stuck. In another attempt to dislodge the device, it was pushed slightly forward and back, which resulted in bleeding. Manual compression was held while the device was split in half to try to manually close the foot, but the attempt was unsuccessful. The vascular surgeon was called in and did further dismantling of the device to attempt to remove it. When that didn¿t work, a balloon tamponade with a .014 viatract balloon was attempted through contralateral access; however, it only slowed down the bleeding. As bleeding continued and manual compression was not helping due to the device being in the way, the physician then decided to pull out the device. Manual compression was held while the patient was rushed to surgery. A cutdown was performed under general anesthesia, during which, a 2 mm hole in the artery was repaired. Hemostasis was achieved with a patch during the cutdown. A clinically significant delay was reported, however, there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.